Event description:
It was reported, the camera head's image did not appear (no image). Additionally, it seems like the connection was not forming. The issue occurred during preparation for use for an unspecified procedure that was completed using the same set of equipment. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause was identified as a result from a faulty cable. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Reference page 10 as per IFU. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.